Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy in data while pulling data through assessment and progress from 10.01.25 till 23.01.25 to 10.04.25. On 23th april the progress report the 24 hours manual basal as 34.5 units but on the setting page manual basal was 12 units. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress report for the user in carelink support application and observed that the issue is resolved. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting thorough investigation by downloading the uploaded data from database and identified that the change basal profile pattern is taken from all the available snapshots ie including data from reporting period a (recent date) & reporting period b (older date) for comparison. The esf number that corresponds to the reported issue is: 5265511 to assist with the resolution , we provided below information to helpline support team - please generate the assessment and progress report, the data will be accurate. The root cause of this issue was that the application is using the change basal profile value from all the available snapshots ie including data from period a & b instead of the respective reporting period. In this case the change basal profile value is available in period b hence the same values is displayed in both the reporting period. We provided feedback to helpline that this issues has been fixed . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.